Manufacturer narrative:
Conmed corporation received two (2) "unopened" packages containing the vcare vaginal-cervical retractor-elevator with medium cervical cup for evaluation. Visual examination of the returned packages found the two (2) small creases in the sealing area on the bottom straight seal of both packages that extended through the entire seal width. The products were forwarded to r&d test lab for dye leak testing and confirmed both packages failed the leak test. The lot was manufactured on 23-jun-2014. A review of the device history record for this lot found no ncrs and noted discrepancies during the manufacturing process. In this instance, preliminary investigation revealed that the most probable cause of the "creases" found in the seal is due to inadequate placement of the device onto the bar sealer that is most likely related to operator error, or, pouch packaging damage prior to sealing that was missed on inspection . Of the one hundred and twenty (120) units from this lot shipped to the distributor, there were two (2) units found with creases in the seal by the distributor inspector, who performed 100% incoming inspection of all devices. In addition, of the lot containing 309 units, there are no other similar complaints received. A two year review of product history for this device family showed other than this complaint with a quantity of two (2), there have been no other reports received of "creases" in the seal. During this same two year time frame, (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4). The packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. The manufacturing supervisors have been made aware of this reported problem to identify and implement the necessary corrective actions to prevent future recurrences. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, "creases" were found in the sealing area of the sterile packages containing the vcare vaginal-cervical retractor-elevator with medium cervical cup. Testing results confirmed both of the returned packages failed the dye leak test on (B)(6) 2015. There was no patient involvement with this reported problem, as the creases were discovered during inspection at the distributor site prior to distribution to the end user.